Event description:
S/p bilateral subglandular periareolar 275cc h/s gels for augmentation. Pt reports that left encapsulated and pt underwent open capsulotomy. Does not think that new one was replaced but states md claimed that for insurance reimbursement. Reports that it re-encapsulated within a few yrs and is currently painful. Pt denies decrease in size or trauma to breasts. Reports systemic problems, including arthralgias, left greater than right, myalgias, dysesthesias/paresthesias, chronic fatigue, swollen glands, periodontal disorders, hot flashes, disequilibrium, anxiety attacks, oral sores, rashes, sensitivity to sun/cold/and sob. Pt is otherwise healthy.